Event description:
Almost 21 months after percutaneous coronary intervention (pci), the patient went into cardiopulmonary arrest and was taken to the hospital at an emergency room. She developed an acute myocardial infarction (anteroseptal infarct). Cardiopulmonary resuscitation was conducted, but the patient did not recover and passed away. Coronary angiography was not conducted nor was a postmortem was performed. The physician commented that the possible cause of the thrombotic event was unknown. The affiliate judged this event as a probable very late thrombosis (vlt) under the arc definition because a myocardial infarction was observed in the territory of the implanted stent. Elective pci was performed on a de novo lesion in the proximal left anterior descending artery of 18mm in length in a 3.0mm vessel diameter. The (b1) lesion was also concentric. A 3.0x18mm cypher stent was deployed at 18 atmospheres (atm). It is not known if post-dilatation was conducted. Intra-vascular ultrasound (ivus) was conducted. The residual diameter stenosis measured 0%. Thrombin inhibition in myocardial infarction (timi) iii flows was recorded pre and post-procedure, respectively. Act was not measured. Pre and post-procedure medications included aspirin 100 mg/day and ticlopidine hydrochloride 200 mg/day. Intra-procedure medications included heparin 7,000u.

Manufacturer narrative:
Please note that this device is not distributed in the united states. However, it is similar to the us distributed product. It is also not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.